Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. Concomitant medical products - olympus endoscope. The complainant indicated that the device will not return for evaluation. The device has been disposed. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps was used during an esophageal biopsy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, too much tissue was retrieved when the lesion, located in the middle of the esophagus, was biopsied. The esophagus was perforated and the patient was transported to a different hospital where four hemostatic clips were placed to resolve the bleed. The patient was hospitalized for 12 days. Reportedly, no device issues were noted. The patient's current condition was reported as being stable.